Event description:
Reporter indicated the pt's vns device was explanted due to infection. Further investigation revealed that the infection was first detected at the chest incision, and during surgery the infection was also found along the lead. Both the generator and lead was explanted. Antibiotics were also given as treatment. The physician reported that pt wound care is not believed to be a contributing factor. The infection has resolved, and the pt will have a surgical consult for reimplant.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.